Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) the probe broke off the device.

Manufacturer narrative:
Olympus followed up with the territory manager (tm) for additional information. Per tm, the user was cutting the bladder flap, the probe bent under the pressure and partially broke off. The probe did not fall inside the patient. The device was removed from the patient with the probe still attached to the device. There was no patient injury. The procedure was completed with a similar but different device. The device referenced in this report was returned to olympus for evaluation. The customer returned the broken probe with the device. The device failed the probe check with an error code u509; the u509 error code indicates that the probe is damaged. The device was visually inspected and tissue build up was found on the base of the probe. The tissue build up was preventing the jaw and wiper from properly functioning. The teflon pad was slightly melted at the tip. The device was returned to the original equipment manufacturer (OEM) for further investigation. If additional and significant information is received at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.